Event description:
The consumer reported using the product for approximately four hours over a small bruised area on his ribs. When the patch was removed, the consumer described raw skin and blistering on the area wear worn. No further detail was provided.

Manufacturer narrative:
The consumer used the product off-label by applying the patch to a bruised area of skin. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.